Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was due to anatomy and difficulty with the imaging equipment. The reported slda was due to the poor image resolution and patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the reported details were clarified and corrected. It was reported that on (B)(6) 2024, a patient presented with grade 3+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. It was noted that imaging was challenging during posterior leaflet insertion, due to the anatomy and difficulty with the imaging equipment. One clip was implanted and the mr was reduced to grade 1-2. On (B)(6) 2024, the clip was observed detached from the posterior leaflet. A single leaflet device attachment (slda) was observed on the anterior leaflet. The patient was stable and the mr remained at grade 1-2.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. It was noted that imaging was challenging during posterior leaflet insertion, due to the anatomy and difficulty with the imaging equipment. One clip was implanted and detached from the posterior leaflet. A single leaflet device attachment (slda) was observed on the anterior leaflet. The mr was reduced to grade 1-2.